Event description:
It has been reported to philips that the system won't boot up. The device was not in clinical use. No patient harm was reported. Philips has started an investigation of the complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (rse) analysed the system remotely and confirmed that the system was not starting. Upon functional testing rse found that the flexvision pc was defective. Rse verified the part number for correct replacement of the flexvision pc. Few days later, issue was reoccurred. The philips engineer reloaded the software in flexvision pc. After reloading the software, the system was returned to use in good working order.